Event description:
The customer reported that the central nurse's station (cns) shows communication loss for all beds.

Manufacturer narrative:
The customer reported that they're getting comm loss on all beds for the cns. Technical service (ts) tried to troubleshoot the reported issue, but everything seemed to be good with the cables indicating the problem was with the network port/switch. The customer will check the network closet and will call back. The customer called back and reported that the network switch was not getting power because the ups it was connected to was down. The network switch now has power and all the beds can be monitored on the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Manufacturer narrative:
Details of complaint: the customer reported that they're getting comm loss on all beds for the cns. Technical service (ts) tried to troubleshoot the reported issue, but everything seemed to be good with the cables indicating the problem was with the network port/switch. The customer will check the network closet and will call back. The customer called back and reported that the network switch was not getting power because the ups it was connected to was down. The network switch now has power and all the beds can be monitored on the cns. There was no patient injury reported. Investigation summary: during troubleshooting, customer identified that the ups for the network switch had failed. This caused the network switch to have no power which ultimately had caused the communication loss issue. Based on the available information, a definitive root cause could not be identified. The available information does not suggest that there was a malfunction of the device, but rather failure of the ups. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns:. Bsm's:. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Manufacturer references # 300249353 - 106395 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) shows communication loss for all beds.